Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 11/02/2015. Medtronic investigation of returned suspect computer finds that the computer booted and launched cranial application with no problem. Left application running over the weekend and was still responsive and functioning properly afterwards. Computer then passed all testing with no problem found. Device found to be fully functional. On 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/12/2015 software investigation completed. Findings recommend replacing the computer. On 11/12/2015 a medtronic representative, following-up at the site, reported that replacing the navigation system computer resolved the issue; the system is functioning normally.

Event description:
A medtronic representative reported that, on the site's navigation system, after exiting the cranial software, no input message was displayed for 5 minutes. There was no patient present when this issue was identified.